Event description:
It was reported that this right ventricular (rv) lead showed a sudden increase to high, out of range shock impedance values. Previously the measurements were within normal limits. The lead was reprogrammed to remove the supra ventricular coil from the circuit and recommended x ray analysis. After this the shock impedance value returned to within expected numbers. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed a sudden increase to high, out of range shock impedance values. Previously the measurements were within normal limits. The lead was reprogrammed to remove the supra ventricular coil from the circuit and recommended x ray analysis. The rv lead remains in service at this time. No adverse patient effects were reported.